Event description:
It was reported via repair work order that there was a reduction in brake force due to broken casters stem. It was further reported that the power cord sheathing was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.